Event description:
It was reported that lead triggered a lead integrity alert (lia) due to high impedance and oversensing. A lead revision was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). 5076 implantable pacing lead, (B)(6) 2008.